Manufacturer narrative:
A2): patient''s date of birth unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation, cardiac perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics devices (tightrail sub-c rotating dilator sheath, tightrail (long), visisheath dilator sheath, 16f glidelight laser sheath) were used to attempt extraction, alternating between leads. While using the 16f glidelight on the rv lead, advancement was made to the ra and the patient''s blood pressure dropped, with a large pleural effusion detected via transesophageal echocardiography (tee). Rescue efforts began immediately, including rescue balloon, CPR, multiple units of blood, and ECMO, in attempts to stabilize the patient before transfer to the or to attempt repair. However, the patient could not be stabilized and did not survive. One day post-procedure, an autopsy was performed, and a superior vena cava (svc)/ra junction perforation was discovered. This report captures the glidelight in use when the perofration occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.